Event description:
The parents reported hearing loss with the device on (B)(6) 2026, possibly caused by a head impact. Re-implantation took place on (B)(6) 2026.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.